Event description:
Customer reported the system intermittently will not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the mother board. System still has boot problems, customer declines further repair. (B) (4)